Event description:
The customer reported that the system would produce an audible popping noise and would not produce an image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the snubber assembly. The system was tested and found to working as intended and put back in service.